Event description:
It was reported via repair work order that the brakes had intermittent function due to faulty footboard control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.